Event description:
Additional information was received from the rep. They reported that the cause of the ins being hot in the pocket was not determined. Impedances were checked and found to be fine. They did confirm that the cause of the inability to communicate and recharge the ins was due to overdischarge. A physician mode recharge (pmr) was performed and successful. The patient was able to charge and a power on reset (por) was cleared. The patient was then getting effective stimulation. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-12. The rep saw the patient and was unable to communicate with the ins. They started a physician mode reset (pmr). The patient to call with progress. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that their stimulator generator got hot in the pocket. It happened at work and the stimulation was off. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient tried to turn the stimulator on when they got home but were unable to. They also cannot recharge. No actions have been taken yet. The rep is seeing the patient on (B)(6) 2019. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.